Event description:
It was reported that the device was used during a nephroureterectomy. The device clamped on the renal vein, but the device would not staple, cut or fire. The device was removed by using the red button release. There was a blood loss of 700cc.

Manufacturer narrative:
(B)(4). The device was applied in the proper fashion to the renal vein. The surgeon then went through the steps to staple and cut but could not get the device to staple at all. When he turned the device to see if any tissue was caught where it should not be this is when a tear occurred. In trying to remove the stapler there was some difficulty in getting the jaws to release. Only after the red button was pushed could the device be removed from the renal vein. Patient required 1 unit of blood and 1 hespan was given to the patient by the end of surgery. Per the surgeon, the 700ml of blood loss was expected for the surgery. Since this was hand assisted the surgeon was able to pinch off the area. This allowed the scrubs to remove the stapler cartridge from the defective device and place a new device. This was the first firing, first stroke with a white cartridge. The procedure progressed without difficulty after the second device was able to staple the area in question. The analysis found that one ec60a device was returned in good visual condition and without a reload. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted and no strange noise was heard during the analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.